Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
Information was received from the manufacture representative regarding a patient receiving morphine (45mg/ml at 18mg/day), clonidine (200mcg/ml at 80mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and chronic low back pain. On (B)(6) 2015, the patient started having a fever, nausea and sweating. The patient came into the clinic on the day of report and the physician suspected there was a catheter malfunction. A dye study was scheduled for (B)(6) 2015. The results of the dye study performed was that they were unable to aspirate the catheter. Actions/interventions taken to resolve the patient's symptoms was a catheter revision. The patient denied any recent falls. The patient's status at the time of report was alive-no injury. It was unknown if the symptoms had resolved. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)